Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was losing power and the battery cap was unable to be secured. It was reported that the battery cap was 2 years old. The reporter also stated that the pump had a crack near the battery compartment. The user guide instructs the user to change the battery cap every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were pump reboots observed in the black box history. The pump completed a rewind, load, and prime sequence with no alarms. The pump was exercised for (B)(4) hours on a 1 unit per hour basal rate with a test battery cap. The battery cap had stripped threads and the yellow o-ring was visible and not seated properly on the pump. The cap was unable to be secured to the battery compartment and power loss was duplicated due to the cap detaching and the battery compartment crack. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.